Event description:
It was reported the patient¿s implantable neurostimulators (ins) had be in overdischarge for two weeks. The patient¿s inss had failed and the patient¿s family could not get them to recharge. The patient was left in the care of another person for about a week and they did not recharge the inss so they were not working. The patient¿s brother had attempted to recharge the right ins, but they were unable to. The brother did not attempt to recharge the left ins. An appointment with the patient¿s healthcare professional (hcp) was scheduled for (B)(6) 2015. The patient¿s father was frustrated with the amount of maintenance with the ins and was considering going back to non-rechargeable ins's. The left ins was programmed to 0-, 2+ at 4.8v, 210 usec, and 185 hz. The right ins was programmed to 0-, 2+ at 5.5v, 150 usec, and 185 hz. At the patient¿s appointment, a manufacturing representative was able to recharge the left ins without any issue. A short physician mode recharge was done on the patient¿s right ins. After charging the ins to 50-75 percent, the manufacturing representative was able to interrogatethe inss and stimulation was off. The ins was currently at 3.760v. The cause of the event was determined and it was not device related. The patient had recovered without permanent impairment. Refer to manufacturer report #3004209178-2015-11368.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389s-40, lot# v494243, implanted: (B)(6) 2010, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 64001, lot# n424170, implanted: (B)(6) 2014, product type: adapter. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3389s-40, lot# v494243, implanted: (B)(6) 2010, product type: lead. Product ID 64001, lot# n424588, implanted: (B)(6) 2014, product type: adapter. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).